Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vein. A 5.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was advanced. However, during the initial inflation at 30 atmospheres for 60 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code (product code): dqy.